Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the access immunoassay system. Customer reported that a total of 10 patient samples initially gave higher results and reproduced lower upon repeat. However, customer only provided results obtained for one patient. The initial result was 0.72ng/ml and 0.04ng/ml upon repeat. The erroneous results were not reported out of the lab. No death, injury, or change to patient treatment has occurred, as a result of this event.

Manufacturer narrative:
Based on available info, high results for qc were observed in late 2007, but customer continued testing patient samples. Customer did confirm they reviewed patient results obtained prior to the same day, and no similar issues were noted. A system check performed on the next day was within specs. A field service engineer (fse) was dispatched to the customer's lab. The fse cleaned and/or inspected wash carousel wheel, main pipettor, aspirate probes, wash and precision valves. The fse verified dispense probe volumes and backlash. The fse tightened substrate probe connection to pump block. The fse performed a system check, 5-replicate accu tni precision test, qc, and repeat abnormal patient results. The fse verified repair per established procedures and results were within specs. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.